Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted; give date: unknown/not provided. Initial reporter phone number: (B)(6). (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no similar complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) model zct100 20.5 diopter(d) was explanted and a new lens was implanted due to the post-operational refraction which the doctor thought he used the wrong lens power. As reported, originally target plano (emmetropia) result was shifted around 2.0d. Reportedly, the patient feels satisfy after the second lens was implanted and had no more complain. It was noted that the lens cannot be returned. No additional information was provided.